Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tearaway introducer curls up when inserting it into the skin. An incision is made with a scalpel and immediately after transitioning to the split sheet, it gets stuck and damages the vessel.

Manufacturer narrative:
The complained device was not returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. The report stated, "the tearaway introducer curls up when inserting it into the skin." This is indicative of advancing the introducer against resistance. Without an evaluation of the device the complaint cannot be confirmed, and a root cause cannot be determined. The instructions for use (IFU) contains the following warnings and precautions: *do not advance the guidewire or catheter if unusual resistance is encountered. *do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the introducer needle or sheath/dilator and guidewire must be removed together device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.